Event description:
On 04/28/2008, the pt reported that approximately one month ago, two infusion set headsets did not properly adhere to her skin. She stated that this occurred on two separate days and the infusion site was in her abdomen. She stated that she did not use any new soaps or lotions. She stated that she uses IV prep wipes prior to placing the headset. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.